Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. The por severity is low. The device should be able to fully recover after the reset.

Event description:
It was reported that device had power on reset. Device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.